Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the alaris system maintenance software labeled "asm v12.3" was installed into the customer's computer. However, the version allegedly showed "asm v12.1." There was no patient involvement.

Event description:
It was reported that the cd for alaris system maintenance software labeled v12.3 was installed into the customer's computer, but the software is showing as v12.1. There was no patient involvement.

Manufacturer narrative:
Please note that the investigation was performed only on the components (asm software disk), as these were the only samples provided by the customer. Omit : b17 - device not returned, c20 - no findings available, d15 - cause not established. Correction : describe event or problem. Additional information : device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, if other specify, imdrf annex a,b,c,d and g codes. H3 other text : not applicable. Device evaluated by bd.